Manufacturer narrative:
(B)(4). Pump received with critical pump error (open book image) and unable to download due to moisture damage on the electronic assembly. Unable to verify pump error alarm in the pump history due to pump unable to download. Unit was received with moisture damage on motor assembly. No cosmetic damage noted.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error after swimming with the device. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer confirmed that the device alarmed broken force sensor. The insulin pump was unable to rewind. The device also displayed a "critical pump error" image on the display. The insulin pump was returned for analysis.